Event description:
It was reported that during a vats bullectomy pleurectomy procedure, after the fifth reload was loaded, the jaws of the instrument were closed to fit down the trocar. The doctor tried to open the jaws of the stapler by pressing on the release button, but the stapler would not open. There was no tissue in the jaws of the instrument at this point. The device was removed and another device was used to complete the case.

Manufacturer narrative:
Date sent: 10/30/2008. Information anticipated, but unavailable at this time.